Event description:
It was reported that during pt transport, the unit shut down when unplugged from ac power. To restore function, the unit was plugged in and then replaced with another unit. No reported pt effect. (B)(4). Please reference MFR number 8010762-2015-00353.